Event description:
It was reported that the patient complained of a shocking sensation. An impedance test was run on the system, and there was an impedance issue noted. It was specified that the impedances were high. The patient symptoms included a burning sensation and less than 50% therapy relief, located at the device pocket. The cause of the event was not determined. However, a revision was scheduled for approximately 1 month after the report. Follow-up is being conducted regarding the revision and patient outcome. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
Concomitant medical products: product ID 3708340aa, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708340aa, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3998, lot# j0454853v, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
Additional information received reported that there was an impedance reading of greater than 3600 ohms on all contacts for electrodes 8-11. It was noted that the patient was having a battery replacement on the day of the report and that the battery would be interrogated prior to replacement. It was noted that the patient had a reprogramming a while back. It was further reported that a new extension was placed as it was found disconnected/broken in the pocket site. The cause was unknown. The patient also received a new implantable neurostimulator due to normal elective replacement indicator (eri). Once all was replaced, the impedance issues resolved and the patient reported having good bilateral coverage.

Manufacturer narrative:
(B)(4)